Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose (bg) level was over 600 mg/dl with large ketones. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and fluids. Reportedly, the customer reverted to insulin pen injections for alternate insulin therapy. Although requested, no additional information was provided.